Manufacturer narrative:
Product ID: mc1vr01-delsys. (B)(4).

Event description:
It was reported that during the implant procedure, after pre-dilation and before introduction of the leadless implantable pulse generator (ipg) delivery system, the patient experienced asystole. The underlying cause was unclear. Atropine and isoprenaline medication was administered. A surgical/invasive procedure was performed the same day to place a temporary pacemaker. The patient is a participant in the (B)(6) registry (psr) study. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.